Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor distal fiber breakage, dents on distal edge, and cracks on the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use for an unspecified therapeutic procedure, the rigid videoscope was dark. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for an unspecified therapeutic procedure, the rigid videoscope was dark. The procedure was completed using a similar device. There were no reports of patient harm.